Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 8/21/95 and revised on 1/13/97 due to "broken pump tubing." In the received info the physician stated that leakage was observed at the cylinder tubing "junction [with] pump." The physician further stated that the tubing was not kinked or twisted and that the device was not in a position that would have cause stress(s). The physician also stated that the tubing length may have been excessive at implant. No info in the pt's history was noted as contributory and the physician stated that the device was not damaged during or subsequent to explant. During an office visit prior to surgery the physician noted that "upon compressing the pump within the srotum, air and water sound is noted and the pump remains collapse after only a few squeezes. This is indicative of a fluid leak." During surgery the physician stated " it was immediately noted that the tubing corresponding to the left penile cylinder had been completely separated (i.e.frayed) at its junction with the pump device." Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explanted device become available, or add'l info be received, qa will re-evaluate this complaint in accordance to procedures.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "broken pump tubing". As reported to co, the pump and some assembly kit component(s) only were removed and replaced; leaving the cylinder(s), catalog #99208, serial #182002; reservoir, catalog #9100k, serial #183308 in place from the initial implant surgery. 2/24/97 - upon receipt of the physician/surgeon's operative report, it stated - "on physical exam, it appears almost certain that there has been a leak of the fluid from the system. Upon compressing the pump within the scrotum, air and water sound is noted and the pump remains collapsed after only a few squeezes. This is indicative of a fluid leak". Procedure: "co proceeded to dissect deeper and deeper in a blunt and sharp fashion until co encountered the prosthesis tubing system. Each of the 3 tubings was carefully dissected and exposed for an adequate length. It was immediately noted that the tubing corresponding to the left penile cylinder had been completely separated at its junction with the pump device. Co then proceeded to carefully incise into the capsule that had formed around the pump".